Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. No additional information was provided. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. As no batch/lot number has been provided, a device history record review could not be performed. However, at this time, we have no reason to suspect that the product did not meet specifications at the time of manufacture. The complaint history review found further instances of the reported event in the past years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. Probable causes include, kinks leaks and blockages. The instruction for use offer further guidance. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the customer says that about 2 hours after the installation of the renasys dressing, it started to give false alarm of full reservoir. Initially the customer had applied the system with a 300ml reservoir, replaced the reservoir with another 300ml reservoir and then replaced it with an 800ml reservoir. All of these reservoirs gave false alarms. They later replaced it with an 800ml reservoir from a more recent batch and the alarm stopped. No patient harm reported.